Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported one minute into treatment a blood leak occurred. The leak was visually observed leaking out of dialyzer under the rim of atrial end. Test strips were used to confirm. The machine did not alarmed. Estimated blood loss was 150 ml. Patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up.